Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a thoracoscopic lobectomy, it was reported that the unit¿s port failed and was non-functional, preventing the device from completing tissue sealing. During the very first sealing attempt on an unknown tissue type, an activation tone was heard and energy delivery was noted, but the sound was frequently interrupted and no end tone was heard, resulting in an incomplete seal. Although the jaws had been cleaned many times, the instrument failed to function despite repeated attempts on the initial generator; however, no bleeding occurred and no blood transfusion was necessary. The procedure was ultimately completed successfully using the same handpiece after the generator was replaced.